Event description:
Malfunction: bed stopped moving the z direction. A surgeon reports, the bed stopped moving in the z direction, on 3 different occasions, during surgery. There was no delay in surgery and no patient outcome was affected. Follow-up information from the technician reporting for the surgeon indicates that the patient's did not suffer harm or injury.

Manufacturer narrative:
Determination of root cause: assessment: during on-site investigation, the territory manager (tm) was unable to duplicate the issue. The tm exercised bed axis in all directions several times without any failures. He spoke with the or tech and let her know that the cause might have been that one of the ir pods got activated which will cause the bed to stop moving. He stated that she (or tech) agreed to the possibility of this to have occurred. The tm completed a system verification (status report) and verified the system is working to specifications. Conclusion: the root cause could not be definitively determined. Tm did state, upon discussion with the or operator, that the user may have activated the ir (infra red) pods (illumination sources) which could have caused the bed to stop moving. (B) (4). (B) (4). (B) (4).